Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
It was reported that the customer tried the unit on herself and states that the unit was very inaccurate. Readings were all over the place. The first reading for co was 1, second reading was 6, then 4. I went through proper use, placement and sizing of the sensor and she tried it again and the unit indicated a co of 5. Customer was not exposed to co. No blood gas was performed. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. (B)(6).